Event description:
The patient was involved in an automobile accident during an episode of hypoglycemia; no medical treatment was reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the patient stated that he has been experiencing episodes of hypoglycemia subsequent to losing weight. The patient's certified diabetes educator has reduced his insulin dosages and the patient has continued to use the pump with no reported subsequent events.